Event description:
It was reported that the patient presented during a post op check experiencing palpitations. Upon interrogation, it was noted that the right ventricular lead exhibited high capture threshold with intermittent capture. The lead was successfully repositioned. The patient was stable during and post procedure.